Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Performed visual inspection on returned meter and no issues were observed. Inserted batteries into the returned meter and the indicator light flashed. The meter was sent for further investigation and de-cased. An internal visual inspection was performed and observed no issues. Visually inspection was performed on the pcba (printed circuit board assembly) and observed capacitor c34 was missing. A new unused capacitor was soldered onto the circuit board and the meter did not power on. A new unused cpu (central processing unit) was placed on the returned pcba and the returned meter successfully powered on. The returned cpu was then placed on a new unused pcba and the meter did not power on. Therefore, it has been determined that the issue is confirmed due to a faulty cpu. The dhrs (device history review) for the fs freedom lite meter were reviewed and the dhrs showed the fs freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.